Event description:
A patient underwent an emergency cesarean procedure and the insorb 2030 stapler was used to close the 15 cm primary incision. Five hours post op, the patient experienced a hematoma unrelated to the staple closure and a partial skin depth wound separation of slightly more than half of the original incision length. The separation occurred at the time of normal palpation and fundus massage. The separation was re-closed under general anesthesia using metal skin staples.

Manufacturer narrative:
The physician believes the wound separation occurred at the time of routine fundus palpation and that this compression and manipulation over the fluid mass of a hematoma exacerbated wound tension and precipitated the separation. The hematoma was unrelated to the skin closure modality.